Manufacturer narrative:
(B)(4)

Event description:
The customer reported reproducibly elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and access accutni calibrator. An initial result of 3.75 ng/ml was obtained. As part of the laboratory protocol, the customer aspirated plasma from the packed cells into an aliquot tube and re-centrifuged on an alternate unicel dxc 600i system prior to reanalysis. The reanalysis generated a similarly elevated value of 3.852 ng/ml. As a result, the patient was transferred to an alternate facility, given a cardiac catheterization procedure, and hospitalized for two days. The customer indicated the cardiac catheterization procedure had no significant findings. The patient's sample was also analyzed on an alternate methodology and produced a lower result of <0.06 ng/ml, within the normal reference range. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The customer stated the patient¿s sample was collected onsite in a heparinized plasma tube without gel and centrifuged at 3,800 rpm (rotations per minute) between six to eight minutes, in the primary tube. The customer stated there had been no quality control (qc) issues. Weekly system maintenance and system check were within specifications and no system errors were noted at the time of the event. The customer supplied beckman coulter with the patient¿s sample for further analysis.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results but is distinct from heterophile antibodies.